Manufacturer narrative:
It was determined that the reported unintended movement was caused by an electrical malfunction in the side panel cable, as the bed evaluation revealed that left side rail cable was damaged in 3 places (exposed inner wires), the insulation was cracked with slight visibility of internal wires. When the technician touched those places during inspection , the insulation crumbled. Based on the service technician suggestion it is possible that chemicals used to wash the bed might not have been wiped off and reacted with the insulation and damaged the cable. Safety data sheet of used desinfectant was reviewed and no concerning information was found. Additionally, it is possible that mechanical abrasions of the wire against the frame is possible, it could have accelerated the damage. However, the cable on the other side of the bed in analogous position is in good condition. The wires on both sides were placed correctly. Enterprise 9000x (e9x) instruction for use (746-591-en_12) contains following information regarding desinfecting beds: ¿caution. Do not use abrasive compounds or pads, or phenol based disinfectants. Do not use jet stream cleaning or wash tunnels. (..)¿ ¿arjohuntleigh recommends sodium dichloroisocyanurate (nadcc) as a disinfectant because it is effective, stable and has fairly neutral ph. Many other disinfectants are used in healthcare facilities, and it is not possible for arjohuntleigh to test each one to determine whether it may affect the appearance or performance of the bed.¿ to sum up, arjo device did not meet its specification since the bed moved without any commands given due to safety side cable being damaged. The event took placed while bed was used by a patient. This complaint was assessed as reportable due to unintended movement of the bed.

Manufacturer narrative:
The investigation is ongoing and further information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified of an event involving the enterprise 9000x bed. It was indicated that the bed moved by itself into the anti-trendelenburg position with an unconscious patient. The customer took the bed out of use. According to the information received, the bed activated when someone passed by, but it also happened when there was no movement nearby. No injuries were reported. Bed¿s inspection revealed that left head safety side cable was damaged with inner wires exposed. The insulation was hardened and crumbled.